Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient would be explanted due to infection at the pocket site. The patient's symptoms were fever, chills, tightness and tenderness at the pocket site. The physician had attempted to treat the infection with antibiotics, keflex, and clindamycin but had been unsuccessful. The physician determined that the infection was neither device nor procedure related but possibly related to the patient's diabetes. The pt is reportedly doing well following the explant procedure.